Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of over 600 mg/dl and a high ketone level identified as dangerous by healthcare professional. Reportedly, customer was using humalog for over 48 hours. Bg was treated via intravenous insulin and saline. Reportedly, the customer was released 12 hours later with the issue resolved and no permanent damage.